Event description:
A malfunction alarm occurred with malfunction code 12, but no notable events took place prior to the issue. There was no reported adverse impact to the customer's blood glucose level. The customer reset the pump independently at the time of the event, and the issue did not recur. The customer was advised by technical support to continue using the pump and was instructed to call back if the malfunction appeared again.